Manufacturer narrative:
The name and occupation of the initial reporter was not provided. A medtronic representative went to the site to test the equipment under another case. Testing revealed that the system performed as intended. The computer was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that during a case, the site's navigation device became unresponsive and shut down while in the navigation task. It was also reported that the system did not respond to user input when powered on. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the probable cause of the issue could not be determined without further information since the ongoing investigation proves to be inconclusive based on the information provided. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused to be provided by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 15-20 minutes. It was reported that during a case, the site's navigation device became unresponsive and shut down while in the navigation task. It was also reported that the system did not respond to user input when powered on. The surgery was completed using another navigation device. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: the computer was replaced, analyzed and reported in MDR 1723170-2018-04654. If information is provided in the future, a supplemental report will be issued.